Manufacturer narrative:
The pump had unresponsive buttons due to a flattened esc, act and down button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement or verify any alarms due to the unresponsive buttons. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that when she presses the act button, she has to press around it to get it to work. The down arrow button was harder to press. Customer's blood glucose level was 560 mg/dl. The customer treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.